Event description:
The ensite array was introduced by advancing the wire across the tricuspid valve into the rvot and then across the pulmonic valve. The array was removed after failing to advance the wire. A balloon tipped catheter was introduced with an exchange length wire and successfully crossed the pulmonic valve. The array was then advanced over the exchange length wire, and an 8mm tip ablation catheter was then placed at the pulmonic valve. The array was brought to high profile and the balloon inflated. Geometry was created. The location of the his potential was marked on the geometry. The ablation catheter was then moved back to the ra. Recordings were done and pvcs were identified and recorded. At one time ablation catheter appeared to be close to the array using fluoro but was not within the esi 3d geometry. The ablation catheter was moved and manipulated to show within the esi geometry. A single rf application was placed at the site which was anterior medial. The pt was heard to snore loudly, the o2 saturation had dropped. A junctional rhythm was identified. A peripheral bp was taken by cuff and the value registered was 125/73. The staff began cardiac intervention. Later, one of the ep lab technicans reported that he had heard a "pop" shortly after the delivery of rf. The findings indicated there was a "dime" sized hole anterior septal in the rvot of the pt.